Manufacturer narrative:
No product will be returned. The complaint could not be confirmed because the customer could not be identified.

Event description:
Received a copy of the customer's maude report from FDA, which states "alaris pumps turned red, froze and shut down these pumps were infusing levophed at 30mcg/kg/min and initially started at 1442, and at 1459 froze and shut down. Immediately the rn transferred the pump to another module and restarted the levophed drip at 30mcg/min. Reason for use: profound shock/ hypotension....." Event type is listed as serious injury, and event outcome is listed as required intervention, but no details are provided. No other information is available, no customer information is provided or available.